Event description:
It was reported that the bullet from the capio suture snapped and got stuck in the sacrospinous ligament during procedure. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number and product code was not provided. No corrective action can be implemented due to the lack of product code and batch number to perform a proper investigation to determine a root cause. The customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation and determine a root cause. To perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. If the sample becomes available this investigation will be updated with the evaluation results. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn# (B)(4). The device history record of batch number 74b2001756 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
It was reported that the bullet from the capio suture snapped and got stuck in the sacrospinous ligament during procedure. The patient's condition is unknown at this time.